Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that intra-operatively, there was placement difficulty with pacing lead due to patient anatomy. The pacing lead was removed and replaced. No patient complications have been reported as a result of this event.